Event description:
The customer reported the visera elite ii video system center display an e105 "lamp intensity" error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This initial report is being submitted to include the device history record(DHR) review, evaluation notes, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for evaluation. Upon evaluation of the device, the reported issue of e105 error was confirmed due to a light-emitting diode failure. The root cause of the phenomenon¿s were unable to be identified. The error code e105 indicates that the lamp (led) may be disconnected or short-circuited. As a result of checking the manufacturing history, the subject device was shipped without abnormality in manufacturing. Otv-s300 instruction manual states: 10.2 troubleshooting guide. [Error messages]: code: e105. Error message: lamp intensity error. Possible cause: the lamp of the video system center malfunctions. Solution immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor complaints for this device.